Event description:
Olympus pk cutting forceps opened for surgical procedure. The device would not work following multiple attempts by the surgeon to use the device. Troubleshooting by the operating room staff occurred to include rebooting of the generator. The device still would not work.